Event description:
Boston scientific received information that the patient implanted with this device system requested the device to be interrogated. The patient was presented with atrial fibrillation (af) with a presyncopal event. Upon device interrogation, no arrhythmias were stored on the day the event occurred, and all device testing concluded all measurements to be within normal limits, with no noise elicited. It was observed that a few pacemaker mediated tachycardia (pmt) episodes were actually sinus tachycardia (st). It was concluded that the origin of the syncope was unknown. No further information was available.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.